Manufacturer narrative:
(B)(4) this report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: british journal of obstetrics and gynaecology. 1996: 103; 921-924. (B)(4).

Event description:
It was reported via journal article: "title: transvaginal ultrasound in the management of women with suspected cervical incompetence" authors: robert fox, mark james, jeremy tuohy, peter wardle citation: british journal of obstetrics and gynaecology. 1996: 103; 921-924 the purpose of this study is to explore the hypothesis that serial transvaginal ultrasonography improves the accuracy of the diagnosis of cervical incompetence, and allows a significant proportion of women to avoid unnecessary cervical cerclage. Data were analyzed from 19 consecutive pregnancies in 19 women (age range: 23 to 39 years). Women who chose elective cerclage were admitted for surgery at 14 weeks of gestation and were seen regularly thereafter. If the changes were severe or if moderate changes persisted, and if there was no evidence of chorioamnionitis or uterine contractions, a mcdonald suture was inserted under general or regional anesthesia using mersilene 5 mm tape (ethicon). Reported complications included cervical effacement (n-7) which required repeat suture and pelvic pain and tenderness which was assumed to be parametritis (n-2) which required antibiotic therapies and resolved rapidly in 1 patient. In the study, the main value of cervical ultrasonography for women with suspected cervical incompetence may be that a significant proportion that can avoid cervical cerclage, with cervical cerclage being reserved for those pregnancies which develop cervical effacement. To evaluate the role of the ultrasonographic diagnosis of cervical incompetence further, the authors suggested that the method should be subjected to a randomized trial in pregnant women with a history of mid-trimester miscarriage, comparing selective cervical suture insertion with a policy of orthodox cervical cerclage at 14 weeks of gestation.